Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusions occurred during use of three (3) y-type blood/solution sets. It was further reported the sets were "not administering full volume of blood within 4 hours at designated drip rate". This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.